Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in january 2019, there was seven years, 5 months remaining battery longevity. In march 2019, there was one year, 5 months remaining battery longevity. In july 2019, there was eight months remaining battery longevity. A boston scientific technical services (ts) consultant performed a disk analysis confirming the battery appeared to be depleting more quickly than expected. Additional information was received and the device was explanted and a new device implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in (B)(6) 2019, there was seven years, 5 months remaining battery longevity. In (B)(6) 2019, there was one year, 5 months remaining battery longevity. In (B)(6) 2019, there was eight months remaining battery longevity. A boston scientific technical services (ts) consultant performed a disk analysis confirming the battery appeared to be depleting more quickly than expected. Additional information was received and the device was explanted and a new device implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.